Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual inspection was performed and the device was returned with the cannula cap detached from the cannula tabs and missing. No other visual damages were noted. Functional inspection could not be performed because the trigger was completely jammed. The device was disassembled to perform a deep inspection. The prongs of the fork were found deformed as indicative of the device being fired into bone or another hard surface. It is possible that the cannula cap detached due to excessive forces applied to the device during use.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 3015 and straps were used. During the procedure, the extremity of the device detached during the firing of a staple into the patient. The piece was removed. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
It was reported that the patient underwent laparoscopic inguinal hernia repair. The extremity of the device was retrieved immediately by the surgeon. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.